Manufacturer narrative:
The reported blood loss was due to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The system alarm was confirmed during testing and evaluation of the returned cycler. The main circuit board has been identified as the cause of the system alarm and will be replaced. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified of the event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. The operator was not able to resolve the alarm so treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.